Manufacturer narrative:
A system service check of the avanta fluid management system, serial number (B)(4), was completed on (B)(6) 2015 which confirmed that the injector was operating within bayer specifications. The multi-patient disposable set (mpat) and the single-patient disposable set (spat) that were in use during the procedure were discarded by the site. The site was unable to provide the lot numbers of the disposables; therefore, testing of retained samples was not possible. The site continues to use the avanta fluid management system after the reported event with no further issues reported.

Event description:
The customer reported the following: a (B)(6) female patient with a past medical history of hypertension and basal cell carcinoma was undergoing a coronary angiogram for possible myocardial ischemia. During the procedure, a dissection occurred in the right coronary artery while the patient was connected to the avanta fluid management system. The patient suffered a v-fib arrest and stemi (st elevation myocardial infarction) which required defibrillation, insertion of a temporary pacemaker and an intra arterial balloon pump. The patient was subsequently transferred to a different facility at which time she underwent an urgent percutaneous coronary intervention (pci) of the right coronary artery. The customer reported that the patient was neurologically stable and admitted to the intensive care unit with a levophed and dopamine intravenous infusion. The current status of the patient is unknown.